Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. The device was charged and will boot. The receiver log was downloaded and retrieved. The receiver log was reviewed and hwbat i2c errors were observed in the log within the investigation window. Functional testing was performed and passed. The device was opened for an internal visual inspection and passed. The complaint confirmation was confirmed because firmware errors related to the complaint were found in the receiver log. The root cause could not be determined.